Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07sept2019. The oxygen regulator test results were out of specification. The regulator was replaced. An oxygen regulator assembly was return for analysis. An investigation was performed and the oxygen regulator test results were out of specification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported o2 regulator leaking. There was no patient involvement.